Manufacturer narrative:
(B)(4). The field service representative (fsr) was able to calibrate the epgs successfully after the 15 minute warm-up period. He replaced the newly installed oxygen (o2) sensor as a precaution. The o2 sensor was returned to the manufacturer for further evaluation. During laboratory analysis, the product surveillance technician (pst) installed the o2 sensor into a lab use only epgs. After waiting the 15 minute warm-up period he was able to successfully calibrate the device. The measurement of the direct current (d/c) output voltage was within specifications. The device was calibrated five times without error. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.